Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation. This is one event of four events, regarding overfill, reported for the same patient involving four separate incidents.

Event description:
Treatment sheets were received from the patient's treatment facility. The received treatment sheets revealed an episode of increased intraperitoneal volume. Drain 0: 1600ml. Fill 1: 2203ml, drain 1: 2440ml. Fill 2: 2203ml, drain 2: 2623ml. Fill 3: 2200ml, drain 3: 1808ml. Fill 4: 2203ml, drain 4: 4289ml. Fill 5: 1004ml. The reported drain volume of 4289ml was 195% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention of treatment as a result of the overfill.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.